Event description:
Per the complaint received, during the procedure, the white funnel-shaped part detached from the orange tube. Per physician report, risk of the orange tube being introduced through the urethra.

Manufacturer narrative:
The affected device has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.